Event description:
patient reported receiving pen needles that were not the ultra-fine type shepreferred, which caused her discomfort due to her thin skin and scarring. exact dates of onset are unknown. unknown if md is aware. no additional information was provided. indication: other osteoporosis without current pathological fracture.